Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. Device was used in surgery. No injury or med intervention occurred. There was no add'l info provided.